Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following . Air in line directly following the initiation of an infusion and within seconds of pressing the start key in the following care areas: telemetry/intermediary care unit (north tower 6).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.